Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred after the pump was exposed to water. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections as alternate insulin therapy.